Event description:
A male pt with a history of arrhythmia, underwent aaa repair in 2009. The pt's anatomical form was suitable for aaa repair; however, the maximum aneurysm diameter of the arterial bifurcation was 13mm. After the placement of the zenith main body graft and two zenith iliac legs, both iliac legs were dilated by the kissing balloon technique using another manufacturer's balloon catheter to the ipsilateral leg and a atb balloon catheter (10mmx4cm) to the contralateral leg. Confirmatory angiography revealed the ipsilateral iliac leg graft narrowed at around the 3rd to 4th stent gap. The ipsilateral leg was ballooned with another manufacturer's balloon catheter, but the leg was not dilated. Another manufacturer's stent (10mmx4cm) was placed at the narrowed site, and both legs were dilated by the kissing balloon technique using an atb balloon catheter (10mmx4cm) to the ipsilateral leg and another manufacturer's balloon catheter to the contralateral leg. Confirmatory angiogram confirmed that the ipsilateral iliac leg graft was dilated and the narrowing was resolved. The pt is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.